Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 39 mg/dl while wearing the pod between 4 and 24 hours. The patient reports after a pod change their blood glucose level had rose to over 400 mg/dl. The patient administered correction boluses as treatment. The patients blood glucose level had dropped to 56 mg/dl after the correction boluses. The patient was given orange juice, the patient had then had a seizure, the patients mother administered glucagon and called the paramedics. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids, glucose and water and pain medication. The patient was discharged from the hospital after 4 hours. The patients pod will not be returned as it has been discarded.